Event description:
Orig. Surg. Unknown. Allegedly patient complained of pain from looseness in knee. Axiom implant was removed and larger poly was implanted was removed and larger poly was implanted as well as larger patella.